Manufacturer narrative:
(B)(4) (B)(4). A visual inspection of the incident sample showed tissue in-between the jaws. The jaws were locked shut when the device was received. The webbing was bent, but the knife was still contained in the knife track. Covidien lp (formerly valleylab) provides an online bulletin to inform customers on how to avoid tissue buildup that can lead to sticking. This bulletin reiterates info provided in the IFU which states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device.

Event description:
The customer reported that during a cystectomy, the device handle jammed, keeping the jaws from opening. The device was cut out of tissue with no bleeding or pt injury.